Event description:
Fast flow. Pump filled (B)(6) 2010 at 9 am. Initiated 10 am at 4 ml/hr. At 5 pm pt increased flow to 10 ml. At 1 am, (B)(6) 2010, pt had pain, so increased flow to 12 ml. At noon when pt saw physician, he was in pain, and the pump was empty. No adverse event occurred. Purchases ck 7000176. Date of event: (B)(6) 2010.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.